Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 19738371; model/catalog description: infinion 16 lead kit 50 cm. Model number/catalog number: sc-3400-30; serial number: (B)(4); batch/lot number:2000016259/2000016243; model/catalog description:splitter 2x8 kit-sterile.

Event description:
A report was received that the patient had lost the coverage. It was noted that the lead had high impedances. X-ray revealed migration but still intact. It was noted that malfunction was suspected due to fall. The patient underwent an scs replacement procedure.

Manufacturer narrative:
Model number/catalog number:sc-2316-50; serial number: (B)(4); batch/lot number:19738371; model/catalog description:infinion 16 lead kit 50 cm model number/catalog number:sc-3400-30; serial number: (B)(4); batch/lot number:2000016259 / 2000016243; model/catalog description:splitter 2x8 kit-sterile sc-2316-50 (sn: (B)(4)) device evaluation indicated that the patient was explanted after a fall as she lost several contacts and lost coverage. The complaint was confirmed. Visual and x-ray inspection found fractured cables on the clik x anchor site, 2 cm from the set screw mark. There were no cables exposed at the fracture site. The lead body gets kinked right after it exits the clik x anchor and it resulted in the reported complaint. Additionally, the lead was cleanly cut into two pieces. Clean cut damage is a result of a typical explant procedure and it is not considered a failure. Sc-2316-50 (sn: (B)(4)) device evaluation indicated that the source of the coverage loss was verified to be one of the associated leads. The lead was cleanly cut into two pieces, which was similar to the typical explant damage. X-ray inspection found no cable fractures.

Event description:
A report was received that the patient had lost the coverage. It was noted that the lead had high impedances. X-ray revealed migration but still intact. It was noted that malfunction was suspected due to fall. The patient underwent an scs replacement procedure.